Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 9 message and was unable to obtain readings. As a result, customer experienced symptoms described as vertigo, dizziness, and "neck and mouth dry" and had contact with an hcp who obtained readings of "below 40 and then 'lo'" on the hcp device. The customer was administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.